Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -05.50 diopter, within the same surgery due to low vaulting. The lens was replaced with a longer lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Weight: unk, ethnicity: unk , race: unk. Claim # (B)(4).